Manufacturer narrative:
Investigation results were made available. Trend analysis: no trend considering the following event is identified: inner surface of cup shows discoloration. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: an allofit alloclassic shell 56/kk (ref: 4247 lot: 2913053) and the corresponding still sterile packed pole plug have been received. It has been reported that during a surgery on november 07, 2017, discoloration on the inside of a allofit shell was detected. The surgery was successfully completed with another device with no delay. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: visual examination: the received allofit shell showed three main area of discoloration on the inner surface of the cup, exactly as pictured on the received intra-operative images. On the outside, discoloration is seen as well, most likely residue of blood from the surgery. Based on this visual examination, the reported discoloration can be confirmed. For further complaint processing the shell underwent a decontamination treatment consisting of the following two step process: cup: cleaning: soaking in deconex 11 universal 2%, at least for 2 h cup: disinfection: autoclaving upon the decontamination treatment the reported discoloration vanished, however, new discoloration marks were generated in return. Furthermore, the inner surface of the received allofit shell shows scratches and signs of usage of the thread. The outer surface shows no deteriorations, deformations or imperfections. The received polar plug is still packed has not been investigated, as the plug is not directly involved in the complaint issue. Measurements: to ensure the shell has correct dimensions, relevant characteristic according to the inspection plan were measured. Characteristic no. 16 feature ¿diameter 54 +0.3/-0.3. Specification: max. 54.3mm; min. 53.7mm. Measured value: 54.04mm. Conclusion: the size of the shell can be confirmed (based on the outer diameter). Characteristic no. 18 feature "dimension 26.279 +0.2/-0.2¿ specification: max. 26.479mm; min. 26.079mm. Measured value: 26.42mm. Conclusion: the height of the shell can be confirmed. Furthermore, the DHR indicates that all components met all specifications. Functional test: no functional test was performed, as the complaint issue is solely based on discoloration of the inner surface. Review of product documentation compatibility: no compatibility check can be performed as only one product has been reported. Inspection plan: characteristic no. 55 feature "blasted ra 1.6 before blasting¿ with scope of testing: 100%. Means of inspection: visual. Characteristic no. 68 feature "blasted ra 1.6 before blasting¿ with scope of testing: 100%. Means of inspection: visual. Characteristic no. 69 feature "rough blasted ra 1.6 before blasting¿ with scope of testing: 100%. Means of inspection: visual. Conclusion summary the reported discoloration on the inner surface of the cup could be confirmed. The visual examination also shows some sign of usage of the cup. That being said, the cup was in use and at some point of time connected with the impaction instrument. The complaint history review did not show any additional complaints for the same ref and lot number. Also, the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. In addition, the internal documentation assures that all washing processes associated with the lot have run according to specification without error, which assures the sterility and the safety of the device at time of delivery. A possible root cause for the reported event is an inappropriate handling of the implant during implantation, which may resulted in the discoloration on the implant. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for the discoloration of the shell. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The device was returned for investigation and the investigation ha been initiated. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that discoloration of allofit alloclassic, shell with polar screw plug, uncemented, 56/kk. During surgery on (B)(6) 2017, discoloration on the inside of a allofit shell was detected. The surgery was successfully completed with another device with no delay.